Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding dislocation involving a 28mm +4 v40 taper vit head was reported. The event was not confirmed. Visual inspection was performed as part of the material analysis report (mar). The report indicated, "adhered debris and surface texture variations were visually observed on the stem trunnion and on the female taper surface of the metal head" a dimensional inspection was carried out, all features conformed to the required specifications aside from the taper diameter that failed due to the adhered debris inside the female taper surface of the metal head. Review of the device history record indicated that all units passed inspection for this feature prior to shipping. The mar report concluded that "no material or manufacturing defects were observed on any of the device features examined." Medical records received and evaluation: a medical review was performed based on the provided information. The clinician concluded, "it is not probable there are device-related factors present, the reported mild corrosion should be considered a procedure-related side effect of the arthroplasty. As such, there clearly are procedure-related factors present to contribute to the present failure scenario although by lack of further substantial evidence, especially histological analysis of tissues involved with the black staining of the stem and/or the discoloration of the muscle tissue as well as x-rays to further evaluate component position and fixation this conclusion can not be established with enough certainty although such a procedure-related root cause for failure remains the very most probable explanation of the current pi case. It is just possible that other potential issues on which we have no information may cause similar problems and as such contribute also to the problem or cause them just by themselves. Therefore the conclusion of a procedure-related cause is quite probable but it is not sure whether it is the only factor by lack of additional info." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed and did not identify any material or manufacturing defects. A clinician review indicated that it was not probable that there was any device related factors present. Additional information, including operative reports, progress notes and x-rays are however needed to fully investigate the event.

Event description:
Surgeon reported via sales rep that during a revision surgery due to recurrent dislocation, he found metallosis and discoloration.

Event description:
Surgeon reported via sales rep that during a revision surgery due to recurrent dislocation, he found metallosis and discoloration.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.